Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during performance verification testing. The ventilator failed the power fail test . The customer reported there was no patient involvement.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date, no further details have been received. The service history record was reviewed and no repair information was found.